Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device does not respond anymore was confirmed. It was found that the contacts of the battery tray assembly were damaged. Also the battery housing was physically damaged and was replaced to correct the reported issue. The device was cleaned, repaired and tested for functionality. The defective battery tray assembly and contacts are responsible for the issue reported by the customer, which may most likely be a result of user mishandling. A manufacturing record evaluation was performed for the finished device (serial : (B)(6), lot : 1306159), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the affiliate via cst tool that the foot pedal of the vapr vue wireless footswitch does not respond anymore. There were no patient consequences reported. Additional information provided by the affiliate reported the foot pedal would not ablate or coagulate during the procedure which caused a 5 minute delay. The procedure was completed with another readily available foot pedal.